Manufacturer narrative:
Additional information received; it was confirmed that intervention was completed a month post the index procedure. Intraoperative angiogram was performed but the type of endoleak could not be clearly identified. It is reported that since it was thought to be a type iiia or type ib endoleak, an additional vamc3632c150tj stent graft was implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 63mm thoracic aortic aneurysm. It was reported that during the index procedure the device vamc3232c200tj was implanted proximally and the device vamc363c150tj was implanted distally. Final angiography showed no obvious endoleak. It was reported that when the patient returned for follow up CT one week post the index procedure showed what appeared to be either a type iiia or type ib endoleak of vamc363c150tj. As per the physician, the cause of the endoleak cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.